Manufacturer narrative:
(B)(4). B5: describe event or problem, correction h2: correction.

Event description:
It was reported that an alert/notification settings issue occurred rarely between (B)(6) 2025 and (B)(6) 2025.

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).